Event description:
It was reported that during a lap sterilization procedure, the internal seal of the trocar port became unattached. Opened a new port. There was no adverse pt consequence.

Manufacturer narrative:
D4: serial#= na.